Manufacturer narrative:
Device codes: 1069 not labeled. Internal file number - (B)(4). Correction and addition: device code 1069 added. Device code 1562 removed. Evaluation summary: the device was returned for analysis with the core separated but held together by the coils. The reported stretched coils were able to be confirmed. The reported physical resistance was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. After re-insertion, interaction with the penetration catheter and/or inadvertent mishandling resulted in the noted stretched coils, the noted kinked core and ultimately resulted in the noted core separation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device analysis revealed that there was a core separation in the turntrac guide wire but held together by the coils.

Manufacturer narrative:
Internal file number - (B)(4). Device code 1562 removed.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: other: rotablator, tornus, caravel. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in a mildly tortuous, eccentric and heavily calcified mid right coronary artery (rca) that was 99% stenosed. A 190 cm turntrac guide wire was used; however, it failed to cross the lesion due to the anatomy. Therefore, the device was removed and a non-abbott guide wire was advanced towards the lesion. Atherectomy was then performed. After the non-abbott guide wire was removed, the turntrac guide wire was re-inserted in the anatomy and was advanced to the posterior lateral artery. After unspecified balloon catheters were used, a penetration catheter was then used to treat the mid rca. The turntrac guide wire and the penetration catheter were torqued, and it was noted under angiography that the distal coils of the turntrac guide wire became stretched. Therefore, the guide wire was removed from the anatomy with a microcatheter as a single unit and no shaft separation was noted. It was reported that there was no resistance during removal. A non-abbott guide wire was then used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis revealed that there was a core separation in the turntrac guide wire.